Event description:
A pt became cyanotic on lips in 30 seconds after the ventilator was connected. Prior to the incident, a hosp staff ventilated pt by ambu bag while bathing a pt. It is unk whether a hosp staff confirmed the ventilator was ventilating pt prior to incident. The ventilator could have been in standby mode. A hosp staff turned the ventilator off and back on again to evaluate the problem and noticed that the flow seemed much less than before the incident.